Event description:
Initial result for a pt lipase was 681 u/l. When repeated, the result was 87 u/l. The field service representative found a faulty gear pump and repaired the analyzer by replacing the gear pump.